Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, a drop in impedances, and under-sensing of r-waves during arrhythmia. It was also reported that there was possibly far-field over-sensing on the right atrial (ra) lead. The rv lead was not capturing and a chest x-ray showed the lead had dislodged and pulled back into the superior vena cava (svc). The rv lead was explanted and replaced. It was reported that there was difficulty extending the helix of the replacement rv lead and it took an excessive number of turns before becoming fully extended. The replacement rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the insulation cut at 12.5cm likely occurred at time of implant. If information is provided in the future, a supplemental report will be issued.